Manufacturer narrative:
The customer complaint that the clogged line alarm was not working could not be duplicated. The unit was powered up on battery and passed post. Audio was functional. Flow sensor test of the performance verification was performed five times. The unit gave the appropriate error each time. Downstream tubing was clamped five times. Each time unit gave a flow error. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for occlusion alarm not working.